Event description:
The customer originally reported that during a laparoscopic-assisted vaginal hysterectomy the device became difficult to open and was removed manually from tissue with no damage or pt injury. A photo received shows that the device knife is exposed from beyond the jaws.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.